Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) treat tricuspid regurgitation (tr). It should be noted that the mitraclip instructions for use (IFU) states that the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The patient morphology/pathology and the off-label use of the device contributed to the slda. All information was investigated the reported single leaflet device attachment/slda appears to be due to a combination of patient morphology/pathology (short septal leaflet and a large gap between the leaflets) and the procedural circumstances of difficult visualization (poor image resolution). The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to the implantable cardioverter-defibrillator(ICD) leads. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr), with a tr grade of 4. The first clip was implanted without issue on the anterior and septal leaflet. To further reduce tr, a second clip was implanted. After five minutes the clip detached from the anterior leaflet and remained attached to the septal leaflet (slda). A third clip was implanted on the posterior and septal leaflet and a fourth clip was placed between the first clip and second clip stabilizing the slda clip. Tr was reduced to 3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.